Event description:
It was reported, during surgery it was noted that the distal drilling went astray. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.